Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.